Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "regulator clamp opening". This condition was found in the central sterile department. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. Baxter quality engineering determined this condition to be related to failure code 812:02. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of regulator clamp opening.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a colleague infusion pump with "regulator clamp opening" was confirmed and reproduced. The assigned cause was determined to be the failure 812:02, which was caused by a faulty pump head module. The phm was replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem.? The root cause investigation is in progress through (B)(4).